Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tabletop lamp needs to be replaced. The event timing and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. The system was examined and the reported system message was not confirmed. As the lamp was used passed its lifespan, the company representative replaced the lamp as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2012. Based on qa assessment, the product met specifications at the time of release. The lamp was used passed its rated lifespan. However, the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).